Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: sc-2138-70, upn: (B)(4), model: sc-2138-70, serial: (B)(4), batch: 195139.

Event description:
It was reported that the patient's leads were migrated as per confirmed via x-ray. The patient underwent a leads replacement procedure and was doing well postoperatively. The explanted leads were discarded.